Event description:
Revision surgery - patient fell and dislocated.

Manufacturer narrative:
The reason for this revision surgery was due to dislocation after 1.4 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product: ncmr#18225 reported 23 parts, 508-00-001 had incorrect laser markings; all parts were reworked to specification. A review of the product complaint report history shows this is the 44th complaint for this part number: five revision surgeries, one for a failed device, 20 due to dislocation, one due to pain, five due to infection, two due to trauma, one for device loosening, three for stability/poor joint issues, one due to fixation, and five for dissociation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. The information reviewed showed the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.